Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous mid obtuse marginal artery. The 3.0x38 mm xience prime stent delivery system (sds) could not pass through lesion although several attempts were made. The proximal shaft was fractured so the sds was withdrawn from the anatomy. The procedure was successfully completed using another sds. The patients final outcome was satisfactory. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.